Event description:
Catheter disengaged from plastic end piece/hub. Catheter was connected to ambulatory pump. Pt sleeping, awoken by leaking fluid. Upon inspection of site found sheared off from plastic end hub. Catheter removed (28cm). PICC line was examined by physician before insertion. Inserted in deep peripheral arm vein & positioned before subclavian vein.